Event description:
It was reported that embolization coils experienced friction during advancement through a headway microcatheter. The procedure was completed with a new microcatheter. There was no patient injury or intervention. When the device was received for evaluation, it exhibited that the lumen coil was exposed at the hub joint.

Manufacturer narrative:
The investigation of the returned headway microcatheter found that an in-house guidewire was unable to be advanced into the lumen during functional testing, which is consistent with the advancement issue described in the reported event. The microcatheter was found flattened at the distal end and exhibited delaminated ptfe liner at the hub joint with the lumen coil exposed, which would have resulted in the resistance encountered. The physical evaluation of the device could not identify the conditions or circumstances that led to the flattened section, but the damage is consistent with the device experiencing forces exceeding the device's yield strength. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the ptfe delamination and exposed lumen coil, but these conditions are consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.